Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and identified a relevant error code in the ventilator's memory log and replaced the transducer pcb (printed circuit board). After repair, the ventilators passed all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator alarmed and shutdown. Additional information about patient transfer and harm has been requested.